Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi requested the mcs instrument to be returned for failure analysis testing, but the customer reported the instrument is not available for return. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for the procedure date of (B)(6) 2022 has been performed by an isi technical support engineer (tse) and the following was observed: multiple procedures have been performed on this system after this reported event with no service requests being created. The following errors were observed occurring on the system during the procedure event date: error 31009, instrument sensors missing on arm 4, error 31010, sterile adapter sensor missing on arm 4, error 282, both tool presence pins missing on arm 1, error 100, arm 3 moved without being clutched (suj wrist). The tse recommended a field service engineer (fse) perform system verification and verify arm3 distal set-up joints (suj) brake hold along the wrist axis. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the reported error 100 on suh 3. The fse ran suj testing and the system passed. The system was tested and verified as ready for use. A review of the instrument logs for this procedure has been performed: all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instrument: tip-up fenestrated grasper (part #470347-12; lot # u10220209-0012). No image or video clip for the reported event was submitted for review. A medical review of the event information was performed by an isi medical safety officer (mso). Per the mso: "based on the information in the description of events, the splenic artery was injured during the course of a difficult dissection which led to uncontrolled bleeding and eventual conversion to an open procedure which cascaded to additional complications including further bleeding, a gastric injury, subsequent operations, and ultimately pulmonary insufficiency over the course of time. While no specific issue with the da vinci instrumentation or system was reported to have contributed to the initial injury, further information such as video of the case or autopsy would be required to exclude any additional potential contributing factors." This event is being reported due to the following conclusion: during a da vinci-assisted adrenalectomy procedure, the splenic artery was damaged and as a result, the procedure was converted to open to control bleeding. The patient required additional subsequent medical intervention but ultimately expired on pod #5. Blank MDR fields: the expiration date is not applicable. Implant date is blank because the product is not implantable. Initial reporter also sent report to FDA is blank because it is unknown if the initial reporter submitted a report to the FDA. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted adrenalectomy procedure, the splenic artery was damaged and the procedure was converted to open to control the bleeding. The surgeon was using the vessel sealer extend (vse) instrument and monopolar curved scissors (mcs) instrument when the injury occurred. The surgeon reported he was mobilizing the adrenal gland which was abutting the splenic artery. In the course of dissecting the adrenal gland, the splenic artery was injured. The surgeon reported that they do not think any da vinci products caused or contributed to the patient injury. The surgeon of the procedure said the cause of the injury was the close proximity of the adrenal gland and the splenic artery. The surgeon reported that the patient had abnormal anatomy and that they accidentally nicked the splenic artery. There were severe calcifications on the artery and that the slight manipulation caused the vessel to be injured. The surgeon said this complication occurred about 40 minutes into the procedure. The surgeon reported that 3,750cc of blood was lost due to this event and that blood transfusions were administered. Before converting, the surgeon attempted to clamp on the bleeding splenic artery, but due to the severe calcifications, tortuosity, and bleeding, the surgeon was unable to gain control of the bleeding vessel. After converting to laparotomy, the splenic hilum was palpated and clamps were applied. During the event, the patient became pulseless and intra-operative CPR was administered. With the blood transfusions and CPR, the patient regained a pulse. The patient was left open and received another operation the following day. After this secondary operation, the patient developed ischemia of the greater curvature of the stomach which required it to be excised. The surgeon reported that the proximal aspect of the stomach require excision due to ischemia and a small perforation. The patient was in hypovolemic shock and required multiple pressors. The patient was having decreasing pressor requirements and was clinically improving, but the patient was unable to be weaned off from the ventilation. The patient¿s family decided to discontinue support for the patient and let her pass. The surgeon reported that the final cause of death was acute respiratory failure. The patient passed away the morning of post operative day (pod) #5. The site robotics coordinator reported that neither the mcs instrument nor the vse instrument are available for return.